Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify critical pump error (open book image) alarm due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. Pump received with scratched case and pillowing keypad overlay.

Manufacturer narrative:
The product code and common device name provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she just received a new pump about a month prior and received a critical pump error alarm. Her blood glucose was unknown. The customer reported that the display screen showed the critical pump error image. She was advised to discontinue use of the insulin pump and to revert to the back-up plan per her doctor¿s instructions. The insulin pump is being returned for analysis.